Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. At 10:26 am on (B)(6) 2020, a sensor scan of 178 mg/dl was received, which was ¿slightly high¿ but the customer noted that the sensor reading was within ¿normal range¿. The customer was not feeling well and thought she had the ¿virus/stomach bug¿, and experienced symptoms described as ¿pale, feeling cold and hot, and throwing-up blood¿. The ambulance was called and upon their arrival, a reading of ¿600 mg/dl plus¿ was obtained and IV fluid was administered as treatment. The customer was taken to where she was diagnosed with hyperglycemia and hospitalized for 5 days. The customer further noted that due to a failing heart, kidney, and liver, the hcp could not administer insulin. The customer received unspecified treatment and was prescribed humalog and lantus. No further details were provided. There was no report of death or permanent impairment associated with this event.